Event description:
It was reported that the unspecified bd infusion set had damaged tubing. The following information was provided by the initial reporter: the tubing is from the following, however, there is little to no opportunity to have lot numbers associated with them. They are leaking from the area just above and below the pump segment as well as what was reported below.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.